Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that the pump alarmed button error while he was checking his alarm history. The customer stated that he kept the pump in his pocket as he was sitting at his desk. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer did not want the pump to be replaced.